Event description:
Pt was having a peripheral atherectomy on right leg and the tip of the wire became detached from the main body of the wire. Unable to retrieve wire from anterior tibial vessel at the level of ankle.